Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. Concurrent conditions included migraine since 13-apr-2012, headache since 13-apr-2012, anemia, bipolar disorder, carpal tunnel syndrome, hypothyroidism and polycystic ovarian syndrome. Concomitant products included levothyroxine sodium (synthroid), metformin and spironolactone (aldactone a). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain/ lower back pain"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: bladder leakage"). On (B)(6) 2013, the patient experienced procedural pain ("painful postoperative recovery"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder issues/ bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, severe cramping"), headache ("headaches worsened"), migraine ("migraines worsened") and pollakiuria ("bladder or urinary problems or changes urination frequency"). The patient was treated with ibuprofen, meloxicam (mobic) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, bladder disorder, headache, procedural pain, migraine, urinary tract disorder, ovarian cyst, pollakiuria and urinary incontinence outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, procedural pain, urinary incontinence, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Essure worsened a previously existing condition of migraines and headaches, not recovered prior to essure. There were 2 trailing coils on the left and 2 trailing coils on the right. Discrepancy noted as per pfs, it was reported that essure (or any part of the device) was not removed, however patient had partial hysterectomy on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-sep-2012: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events urination frequency & bladder leakage was added. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain, severe cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder issues"), alopecia ("hair loss"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy on (B)(6) 2013). On (B)(6) 2013, the patient experienced procedural pain ("painful postoperative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal discharge, bladder disorder, alopecia, fatigue, headache and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal discharge, bladder disorder, alopecia, fatigue, headache and procedural pain to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent hysterectomy approximately one year after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. She also reported bladder issues which could be an alternative explanation for the pelvic pain. However, given the nature of the events severe pelvic pain and abnormal bleeding, and compatible temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. Concurrent conditions included migraine since (B)(6) 2012, headache since (B)(6) 2012, anemia, bipolar disorder, carpal tunnel syndrome, hypothyroidism and polycystic ovarian syndrome. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain/ lower back pain"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2013, the patient experienced procedural pain ("painful postoperative recovery"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder issues/ bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, severe cramping"), headache ("headaches worsened") and migraine ("migraines worsened"). The patient was treated with ibuprofen, meloxicam (mobic) and surgery (partial hysterectomy on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal discharge, bladder disorder, alopecia, fatigue, headache, procedural pain, vaginal haemorrhage, migraine, urinary tract disorder and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Essure worsened a previously existing condition of migraines and headaches, not recovered prior to essure. There were 2 trailing coils on the left and 2 trailing coils on the right. Discrepancy noted as per pfs, it was reported that essure (or any part of the device) was not removed, however patient had partial hysterectomy on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated. Events dysmenorrhea (cramping), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), lower back pain, pelvic pain, bladder or urinary problems or changes were clubbed with previously reported events. Events vaginal haemorrhage, migraine, urinary tract disorder, ovarian cyst were newly added. On (B)(6) 2018: medical record was received. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent hysterectomy approximately one year after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. She also reported bladder issues which could be an alternative explanation for the pelvic pain. However, given the nature of the events severe pelvic pain and abnormal bleeding, and compatible temporal relationship, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.